Event description:
Patient reported experiencing elevated blood glucose(-300 mg/dl), for the past 2 days. They indicated that, after the device generated a cartridge/adapter alert, they discovered that insulin had leaked inside of the device's cartridge chamber. Patient stated that the insulin cartridge appeared to cracked. They self-treated high blood glucose by delivering additional insulin, via bolus and injection. Patient's current condition: fine.)